Event description:
It was reported that the mis neuro bur broke in the attachment. It was reported that there was no patient injury associated with this breakage.

Manufacturer narrative:
Device not returned for evaluation. The part number and the lot number of the exact bur was not provided.